Manufacturer narrative:
The reported event for shocking at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a constant shocking sensation at the ipg site. In turn, surgical intervention was undertaken the ipg was explanted and replaced to address the issue.